Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the kincise broach-adapter-straight was having guide pin damaged causing the broach not to attach consistent with broach not properly secured - user error. It was found that the device failed visual inspection due to component damage. It was further determined that the device failed pretest for visual assessment, locking latch attachment assessment and locking latch removal assessment. Therefore, the reported condition of the adapter device getting stuck on the broaches was confirmed. The most probable cause for the found defect was improper handling. The assignable root cause was determined to be traced to user, which is improper handling- user.

Event description:
It was reported that the adapter device was getting stuck on the corail broaches. It was further reported that all the pieces were recovered, and the adapters were worn down. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: corail broach devices. E1: the reporter¿s complete address and facility name were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(6).